Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: hospital: [institution] "the gor filed a defective device report on 5/2/24 for product epix universal clip applier, mpn ca500, lot 1509274, serial number (B)(6). The report stated, "clip applier failed to eject or clamp. New clip applier obtained and worked as it should". No actual or perceived harm to the patient, staff or provider was reported with this event. Please advise when you will be in to pick up the affected device for return to applied medical for qa review or if the device should be discarded. Please reference event # 506." The product is available for return. Additional information received from [name], md via email on 14may2024: the date of the event was 2may2024. The event occurred during treatment. The procedure being performed was a laparoscopic cholecystectomy. Dissection had been carried out with [competitor device] and maryland dissector until critical view was obtained. Gallbladder was being held with laparoscopic grasper. The device was fired multiple times without any clip loading during the procedure. A 12mm trocar was used during the procedure. A clip did not properly seat into the jaws. No pressure was applied to the trigger while moving through the trocar. The surgeon assumed that a clip was loaded into the jaws prior to the device's insertion/removal through the trocar but on trying to fire realized a clip was not loaded. The surgeon squeezed the trigger multiple times but no clips would load. Actuation could not be completed even with fully squeezing the trigger and allowing device to rest. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger appeared to be normal. Cystic duct tissue was being clipped on during the event. The trigger was squeezed plastic to plastic. The surgeon did not use the clip applier to skeletonize tissue. Patient status: no actual or perceived harm to the patient, staff or provider was reported with this event. Intervention: new clip applier obtained and worked as it should

Manufacturer narrative:
The event unit was returned to applied medical. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the remaining clips loaded into the jaws and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. A historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: hospital: [institution]. "The gor filed a defective device report on 5/2/2024 for product epix universal clip applier , mpn ca500, lot 1509274, serial number (B)(6). The report stated, "clip applier failed to eject or clamp. New clip applier obtained and worked as it should". No actual or perceived harm to the patient, staff or provider was reported with this event. Please advise when you will be in to pick up the affected device for return to applied medical for qa review or if the device should be discarded. Please reference event # (B)(4)." The product is available for return. Additional information received from [name], md via email on 14may2024: the date of the event was 2may2024. The event occurred during treatment. The procedure being performed was a laparoscopic cholecystectomy. Dissection had been carried out with [competitor device] and maryland dissector until critical view was obtained. Gallbladder was being held with laparoscopic grasper. The device was fired multiple times without any clip loading during the procedure. A 12mm trocar was used during the procedure. A clip did not properly seat into the jaws. No pressure was applied to the trigger while moving through the trocar. The surgeon assumed that a clip was loaded into the jaws prior to the device's insertion/removal through the trocar but on trying to fire realized a clip was not loaded. The surgeon squeezed the trigger multiple times but no clips would load. Actuation could not be completed even with fully squeezing the trigger and allowing device to rest. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger appeared to be normal. Cystic duct tissue was being clipped on during the event. The trigger was squeezed plastic to plastic. The surgeon did not use the clip applier to skeletonize tissue. Patient status: no actual or perceived harm to the patient, staff or provider was reported with this event. Intervention: new clip applier obtained and worked as it should.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.